Event description:
It was reported that during treatment of the splenic vein, the stent delivery system allegedly could not advance in the vessel and the stent failed to deploy. It was further reported that another stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing record review was not performed, as the information available does not reasonably suggest a manufacturing process may have caused or contributed to the reported event. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: based on evaluation of photos showing the delivery system post procedure, the alleged issue of a failure to advance, failure to deploy and defective assembly could not be confirmed. The two photos demonstrate a used product without safety clip; one with a attached t-luer and one with a detached t-luer adapter; a damage or break was not visible. The proximal end of the grip was not visible. The distal end including stent was not visible on the images. The delivery system was not provided for detailed evaluation. In summary, the alleged issue could not be re produced which led to an inconclusive evaluation result. In this case the product was used in the splenic vein which is off label. Information about accessories, patient condition, or procedural details was not provided. A manufacturing related cause was considered; however, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding potential damages the IFU states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment', and 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.'. Regarding accessories the IFU state: 'the bard e-luminexx vascular stent is only compatible with a 0.035¿ (0.89 mm) guidewire.' And 'the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath.' The reported indication of treatment of the splenic artery represents an off label use of the device. Based on the IFU supplied with this product the bard e-luminexx vascular stent is indicated for use in the iliac and femoral arteries. H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the e-luminexx vascular stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent products are identified in d2 and g5. H10: d4(expiry date: 09/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Two photos were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. The catalog number identified has not been cleared in the u.s. But, it is similar to the e-luminexx vascular stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent products are identified. (Expiry date: 09/2021).

Event description:
It was reported that during treatment of the splenic vein, the stent delivery system allegedly could not advance in the vessel and the stent failed to deploy. It was further reported that another stent was used to complete the procedure. There was no reported patient injury.